Event description:
It was reported the atrial output connector on the epg (external pulse generator) broke, and there was damage to the battery compartment. The epg was subsequently returned with a report that there was physical damage to the rear case by the connectors and missing clips. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm that the atrial output connector was broken, it was confirmed that the battery drawer and lower case were broken, both bails and ring were missing. It was also noted that the upper case was broken, one bail cover was broken, one bail cover was missing, the ring cover was missing, the battery contacts were compressed and the keyboard was scratched. (B)(4).